Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several sections near the distal end. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the large knob was articulated clockwise. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. Curve trace of the camera wire inside of the handle found the vdd signal to be open circuit. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was not consistent with the reported complaint incident of ¿loss of visualization,¿ the device was analyzed as ¿no visualization,¿ confirming a lost image. The device was also analyzed as ¿camera assembly connection issue,¿ ¿camera wire damaged/defective,¿ ¿spyscope catheter kinked,¿ and ¿working channel sleeve protruding from spyscope ds.¿ based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, in order to crush the stone in the common bile duct, the spyscope ds was inserted into the common bile duct, and then the ehl probe was inserted. Crushing of the stone was performed and the stone was removed using a retrieval balloon. The spyscope ds was reinserted in order to check the remaining stones; however, there was no image displayed. They turned off the main power supply and removed the device from the patient's body. They turned it on again and reinserted the devcice but still there was no image displayed. Reportedly, there was no visible damage noted on the device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding: working channel sleeve protruding.